Event description:
It was reported that the cannula adhered to plastic holder and a piece was stuck on to the cannula. Unfortunately, the customer did not keep the packaging tray..

Manufacturer narrative:
Particulate. Event was reported by customer to regional edwards sales rep in (B)(4) (B)(6) 2011 but in turn was not reported to the regional complant handler. Event was not entered into complaint system until customer sent in complaint report (B)(6) 2011. Device evaluation: received (1) 24fr aortic perfusion cannula in open original package. The plastict tray was not returned with the unit. Cannula appeared not used. Reported defect of "a piece was stuck on to cannula" was confirmed. An extra layer of clear unknown material was found attached to cannula body, approximally 6cm proximal from cannula tip. The surface area of unknown material was approximately 6mmx1mm. A small sample of the unknown material was removed and sent to chemistry for analysis. The rest of the material and cannula was sent to utah for further evaluation.

Manufacturer narrative:
Device evaluation: edwards (B)(4): the returned (B)(4) device was evaluated by quality engineering and manufacturing engineering at edwards (B)(4). The reported defect of "a piece was stuck onto cannula was confirmed. A clear unknown material was found adhered to the exterior cannula body. Per edwards (B)(4) evaluation, a sample of the material was sent to chemistry for analysis, and the ir spectrum of the sample showed similar absorption characteristics when comparing to polyethylene terephthalate glycol (petg) like material. The packaging tray was not returned with the product; however, the unknown material was adhered to the cannula wall in a similar location of where the packaging tray comes into contact with the cannula. The packaging tray for the (B)(4) product is made of polyethylene terephthalate (pete), which would show similar absorption characteristics to a petg-like material. The cannula appeared unused. No dried blood was visible on the cannula. Proposed root cause: inasmuch as the tray was not returned with the device, the root cause of the reported defect cannot be determined. The material appears to have come from the packaging tray. Storage conditions could have attributed to the tray breakage. Device history review: a device history review of lot 58981810 was conducted and no non-routine non-conformances were identified during the manufacturing process. Quality data reviews of the (B)(4) device do not indicate a quality threshold has been exceeded; therefore, a CAPA will not be initiated. The information will be included in trending and future CAPA determinations.